Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. "In patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
It was reported that a patient was escalated from a impella cp to a impella 5.5 for escalation of care. During the 5.5 support it was reported that the pump was losing left ventricle signal and waveform in the intensive care unit and eventually motor current was dampened. Physician felt uncomfortable with keeping the remaining pump in place and decided to exchange pump to another impella 5.5. Upon pump removal, both inlet and outlet had several large clots in place. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation of saturated flow and thrombus has been completed. Saturated flows: data logs were reviewed, and there were several of the signatures of a biomaterial ingestion event on the reported date. There was a motor current (mc) spike to 1000 ma that correlated with a speed deviation. This was followed by dampened motor current and saturated flows. Additionally, a false position in aorta alarm was confirmed to be caused by the ingestion since mc became dampened while the ps remained pulsatile. This is supported by the patient update reporting that position was good at the time of the alarm. After 16 hours, saturated flows resolved. Returned product was investigated, and there was some biomaterial residue in the outflow cage. The pump was connected to a console and run in a bucket. Initially, pump flows were variable, likely due to the biomaterial, but then normalized to values within specification after it got kicked out. The biomaterial noted on returned product may not have been the ingested biomaterial seen on data logs since saturated flows resolved in the field. Based on the signatures of an ingestion in data logs, the root cause of the saturated flows was determined to most likely be biomaterial. Thrombus: as the necessary information was not provided, the root cause of the thrombus was not determined. D9 device returned to manufacturer date added